Event description:
It was reported that during a da vinci-assisted ovarian cystectomy surgical procedure, the customer reported to technical service engineer (tse) that the master tool manipulator (mtm) was drifting without external force slightly. Tse confirmed that there was no issue with functionality of the system. The procedure will be continued robotically. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive a da vinci product involved in this complaint to perform failure analysis. At the time of this report, the customer has not issued the return of the master tool manipulator (mtm).

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue occurred while the surgeon's head was inside the surgeon console¿s high resolution stereo viewer. No, the surgeon was not trying to manipulate the instruments. No shakiness or arm-to-arm interference observed. There were no instrument collision. The instrument was inspected prior to use. No photographic images of the device(s) or a video recording of the procedure available for isi review. The issue was intermittent.